Event description:
Information received with return of the explanted device notes that the patient had palpitations and went to the clinic. The device was found to be in back-up mode. An attempt to reset the device was unsuccessful.